Event description:
The pt underwent the successful stent assisted coil embolization of an unruptured left internal carotid artery aneurysm. There were no difficulties experienced in deploying the stent and the six coils used. The final angiogram demonstrated "excellent coil embolization and stent placement with only minimal interstitial filling and no parent vessel compromise." Thirty mins post procedure the pt had dense right arm plegia and receptive and expressive aphasia. A CT scan was performed and revealed no signs of hemorrhage and a possible "hyperdense left middle cerebral artery and loss of grey white junction frontoparietal region". The pt started on a stroke heparin protocol and demonstrated marked improved on the day of the event. The pt was able to lift right arm slightly, follow simple commands and was able to speak but had paraphasic errors and word substitutions. The pt was discharged home four days post procedure with acalculia, right-left confusion and finger agnosia in addition to right upper extremity weakness and right homonymous hemianopsia.